Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tri-port ext set w/ll dehp free leaked during use. The following information was provided by the initial reporter: "we have received notice from out clinicians that the following product was leaking."

Event description:
It was reported that the tri-port ext set w/ll dehp free leaked during use. The following information was provided by the initial reporter: "we have received notice from out clinicians that the following product was leaking."

Manufacturer narrative:
H6: investigation summary: the customer reported the product was leaking, and returned two used trifurcate samples. The two samples both had a leak and the complaint was verified. The first one leaked from a small hole in the tubing leading into the lone spin collar luer. This failure had plenty of solvent and a good insertion depth, the leak came from a tear in the tubing - picture attached. The second one leaked from one of the three female luer/needleless connector joints. Under the microscope, the leaking needleless appeared to be damaged when compared to one that did not leak. The female luer appeared to be undamaged. The root cause is damaged needleless connector. The material # for the purple needleless connector was not known. No other failure modes were observed. A device history record review for model 10839681 lot number 21016572 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.